Manufacturer narrative:
Investigation of this report is currently in progress.

Event description:
On 10/26/2006, nellcor received a report where it was claimed that the pilot balloon detached from the device while in use on a patient. This report is associated to the second occurrence on 293699-2006-00855. Replacement of the tube was required.